Event description:
A genesys hydrothermablation endometrial ablation system was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012 (patient ID, age, date of birth and weight are unknown). According to the complainant, at approximately eight minutes into the ablation phase of the procedure, the fluid flow stopped and the system froze. The power on the console unit remained on when the system froze during ablation. No alarm or error messages were generated during the event. The procedure was aborted. There were no further complications reported with this event. The patient condition is reported to be "fine."

Event description:
A genesys hydrothermablation endometrial ablation system was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012 (patient ID, age, date of birth and weight are unknown). According to the complainant, at approximately eight minutes into the ablation phase of the procedure, the fluid flow stopped and the system froze. The power on the console unit remained on when the system froze during ablation. No alarm or error messages were generated during the event. The procedure was aborted. There were no further complications reported with this event. The patient condition is reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation. Therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The genesys hta console unit was returned and evaluated. The complaint investigation revealed that the device passed functional testing. A review of all available information failed to indicate a probable root cause of the event. The root cause of the event could not be determined.